Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
For your information. We have received the following deviation linked to item no: 515004 bd phaseal injector luer lock n35c (agreement: (B)(4). Case type: deviation - incident, case number: (B)(4), event date: 2025-04-01, event title: cytostatic spillage, event category: patient safety. Course of events: patient notices that the coupling has released during ongoing cytostatics (ifosfamide). The hose has been unscrewed from the phaseal injector. Additional information: the products were discarded as they were chemotherapy contaminated. We have had problems with several of these and their connection, not related to the person who connected them as there have been many different despite the errors. Was patient or user harmed? No, no patient or user was harmed. Could you please provide the lot number of the defective product? Not available, products were disposed since they were contaminated with cytostatic. Can you confirm if leak occurred? The connection between injector and infusion set failed, products disconnected causing cytostatic spill. Which product disconnected from the injector? The injector was connected to an infusion set from b. Braun artnr. (B)(4).